Event description:
Note: this report pertains to one of three devices that reportedly malfunctioned during the same procedure. Refer to associated MFR report numbers 3005099803-2009-xxxx and 3005099803-2009-xxxx for details regarding the associated devices. It was reported to boston scientific corp on (B) (6) 2009 that three autotome rx sphincterotome devices were used during endoscopic retrograde cholangiopancreatography procedure on a male pt on (B) (6) 2009. According to the complainant, during the procedure while using a valley lab generator, a boston scientific cautery cord and three rx cannulating autotomes, there was no current reaching the tomes. The tomes and generator were replaced and the procedure was completed successfully with a fourth rx cannulating autotome and a second generator. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B) (6).